Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an epidural abscess "a couple years ago." This occurred following the trial stage. If additional information is received, a follow up report will be sent.